Manufacturer narrative:
Device eval summary - device eval of battery charger (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation the battery charger would not power up due to a defective power unit. The root cause for the defective power supply unit could not be positively identified. No adverse event resulted from the defective power supply unit. The pt received a replacement battery charger.

Event description:
A (B)(6) female pt called zoll customer support to report that her batteries were not recharging. The pt was issued a replacement battery charger.